Event description:
A distributor complaint was reported involving a pump with a cracked or shattered touchscreen, leaving it non-functional and unreadable. Blood glucose was recorded at 140 mg/dl, which is within the normal range. Actions were initiated to return the defective pump for further assessment, and a replacement pump was already designated with a new serial number.